Manufacturer narrative:
The toshiba customer engineer (ce) performed an examination of the coil and performed a scan in the coil with no unusual results. It was also reported to the ce by the MRI technician that the patient did not have his arms crossed or set his arms in any loop fashion that he noticed. He additionally, stated that the patient was not wearing any kind of metal or anything else on his arm that would cause this problem. Note: the safety manual indicates prohibition of contact with rf coil. There will be no additional follow-up by toshiba on this event. No unusual results following examination of the coil and scan.

Event description:
It was reported that a patient's arm was heated and red, but not blistered after an MRI hip exam was performed in the qd torso speeder coil. The patient's left forearm was touching the speeder coil during the exam. The radiologist on site examined the patient's arm and placed ice into the arm.